Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1032 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that after 48 hours of the passage of the PICC catheter it presented a hole in the external segment. The catheter was cut and it was reutilized the same repair. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the state the sample was returned in. One assembled two piece groshong nxt connector was returned for evaluation. An initial visual observation showed the gray plastic portion of the connector was damaged and appeared to have been twisted slightly. Use residue was observed on the returned sample. The connector was flushed and pressurized with a 12 ml syringe of water and a leak was found emanating from the interface between the two connector pieces. A microscopic observation revealed a large amount of tool damage throughout the entire grey plastic portion of the connector. The connector was dissected and the compression sleeve was observed to be missing. Damage was observed on the inner wall of the distal connector piece. No catheter material was observed within the connector. Due to the extensive damage and evidence of manipulation on and within the connector and because no catheter segments were returned, it was not possible to determine if the catheter was damaged and leaking as alleged. The fluid leakage that was observed between the two connector pieces appears to have been caused by the missing compression sleeve; however it is no possible to determine when or where the compression sleeve went missing. A lot history review (lhr) of rebq1032 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after 48 hours of the passage of the PICC catheter it presented a hole in the external segment. The catheter was cut and it was reutilized the same repair. No patient injury reported.